Event description:
Our affiliate is reporting that during a knee procedure, a portion of the tip of a femoral aimer broke off into the patient's joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further issue.

Manufacturer narrative:
Mitek is in the investigational mode. The conclusions of the investigation will be the subject matter of the follow-up report.